Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had met with a manufacturer's representative (rep) and it was determined that the connector pin was broken and the inside of the recharger was bent because of this. The patient called the rep because she was having trouble plugging in the desktop charger to the recharger. The rep interrogated the ins and determined that it was discharged and needed to be recharged. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and post lumbar laminectomy syndrome.